Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve repair procedure. A 23 fr endoarterial retum cannula (earc) was inserted into the right femoral artery. Endovascular "cpb" was then established via the right femoral vessels. After an unsuccessful attempt at a mitral valve repair, the pt underwent a mitral valve replacement. The total duration of "cpb" was approx eight hrs, resulting in a long period of ischemia of the right leg. On the second postoperative day, the pt required a fasciotomy of the right leg for a compartment syndrome.